Event description:
During device preparation prior to the implant procedure, a diagnostic anomaly occurred in which the battery longevity could not be displayed when the device was interrogated. Another device was used to complete the implant procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of incorrect measurements was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.